Manufacturer narrative:
The device has been received; however, the investigation is not yet complete. Once complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.  Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that their blood glucose levels rose above 250 mg/dl. The cannula reportedly did not insert into the skin when the pod was activated, and after the pod was removed, the cannula was not visible; this is indicative of a needle mechanism failure. The duration of pod wear and the infusion site location were not specified. Treatment information was not reported.

Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed that would contribute to the reported event. No timeouts or drive stalls were observed. The needle mechanism was reset and redeployed successfully using the lock n load fixture. No problems were found regarding the reported needle mechanism failure complaint. The cannula was observed to be flattened and stretched. The cannula was measured to be 1.107 inches from the nail head to the distal tip. Though the external soft cannula was observed to be damaged, upon rotating the ratchet gear fluid freely flowed the complete fluid path. The timing and cause of the observed cannula damage could not be conclusively determined.